Event description:
It was reported that during final tightening, the crosslink nut sheared off instead of fastening at the correct torque. Crosslink was subsequently locked in place and could not be removed.

Manufacturer narrative:
(B) (4). Product not returned. We are unable to determine the definitive cause of the reported event.